Event description:
It was reported that the patients surgical wound around his lead entry site was not healing appropriately. There was a concerned that the lead appeared to protrude through skin. The patient has been keeping the area covered with antibiotic ointment. The patient underwent spinal cord stimulation (scs) explant procedure. Patient was stable postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number:(B)(6). Batch/lot number: 7141216. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1216. Serial number: (B)(6). Batch/lot number: 590166. Model/catalog description: wavewriter alpha 16 ipg kit. Unique identifier (UDI) #: (B)(4).